Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a change out procedure due to out of range pace impedance measurements and noise on this right ventricular (rv) lead. The rv lead was removed with a laser and the device was explanted. The physician decided to remove the right atrial (ra) lead but when removing the lead with the laser bleeding occurred into the pericardium, it was noted that the hemorrhage was not due to a bsc lead but due to a competitor laser. The patient was stabilized with drainage. The new system showed normal measurements. The old system explanted will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that this device has not been returned despite efforts to obtain this information.

Event description:
Additional information noted that the patient was not pacemaker dependent and the ra lead was explanted worsening sensing, pace impedance measurements and pacing thresholds.